Event description:
Patient was revised due to poly fracture causing the patient's dislocation.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised due to poly fracture causing the patient's dislocation. Examination of the returned devices by depuy material science found the liner fractured due to fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is attributed to fatigue. No further conclusions can be drawn. Based on the performed investigation, the need for corrective action has not been indicated.